Manufacturer narrative:
The product was returned for analysis and the reported complaint could not be observed. Only the device was returned. No iol (intra ocular lens) returned. The device was returned loose in the carton. The lock-out assembly has been removed. The plunger has been fully advanced outside the tip of the device. Viscoelastic is dried in the device. The plunger is bent and the nozzle tip has a straight split down one side, most likely due to being returned loose on the carton. No iol returned. The product investigation could not identify the root cause for the reported complaint as only the device was returned for evaluation. No iol was returned. As the lens is not present in the device, its position for the advancement and iol condition cannot be confirmed. Due to this, we are unable to complete a thorough investigation to determine a root cause. Based on the results from the product history record, the products met release criteria the manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, he was unable to implant one of the iol as it was faulty and also the lens got stuck in the wound. Additional information has been requested.